Event description:
A malfunction code, malf 12, was reported by the customer, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions on resetting the pump from technical support, who confirmed the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reappears.